Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intact but with fluid collection", "hole, non-specific" device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Additional observations: observed stress marks.

Event description:
Patient reported a left side exchange of textured device due to patient's concern with product. Healthcare professional later confirmed a left side exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported "intact but with fluid collection" and "hole, non-specific". Device has been explanted.